Event description:
Pt had a PICC line inserted. Several minutes after it was flushed with saline, the pt experienced severe epigastric/chest pain, and facial flushing. The responding physician states that the event resolved spontaneously within a few minutes - asa and nitroglycerine were administered. He was not suspicious of an air embolism. D2: dose or amount: 5 cc; frequency: prn; route: IV bolus. Dates of use: 2009. Diagnosis or reason for use: new PICC insertion.